Event description:
This incident was recently brought to the attention of risk mgmt, by the patient accounts dept. The patient was initially taken to surgery for removal of a mediport that was not working adequately. Upon removal of the mediport, it was discovered that the distal end of the catheter was absent. Interventional radiology was enlisted to assist in removal of the piece of the catheter that was lodged in the right atrium/ventricle. Dates of use: 2004. Diagnosis or reason for use: control of chronic pain.